Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. Analysis of the device indicated the posterior cuff successfully captured the posterior needle during needle plunger deployment; however, the link detached from the swage-end of the anterior cuff during needle plunger retraction, which can appear very similar to the operator as the reported suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.